Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump passed displacement test and off no power test. The operating currents were in specifications. Insulin pump had an intermittent button response on the esc button due to flattened dome switches, cracked lcd window, cracked case on lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a button error alarm after replacing their battery. The customer's blood glucose was 144 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.